Event description:
The customer returned the ureteroreno videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that the metal distal end tip around the seam showed rust. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the metal distal end tip around the seam, which showed rust, the cause was traced leakage from the metal distal end tip. The date of the event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.